Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017. The patient was at work and the cgm was showing levels around 13 mmol/l at around 9:00 am. The patient stated that his blood glucose (bg) levels dropped quite rapidly around 10-10:30 am and the cgm was showing around 4.4 mmol/l. The patient went to get some glucose but does not remember what occurred after that. It was indicated that the patient collapsed and went unconscious due to hypoglycemia. The patient was unable to confirm what their bg levels were through the bg meter at the time of event. It was reported that the patient smashed his face and hit the concrete/carpet very hard causing damage to his face/head. The ambulance was called and the patient was treated for the low glucose levels. The patient's wife believes that the patient was given glucagon at the time of event but was not sure. The patient was admitted to the hospital for a couple of hours and their bg levels increased to about 13-14 mmol/l. While in the hospital, the patient had a computerized axial tomography (cat) scan done and was observed before heading home. Additionally, it was indicated that the patient's low alert is set at 4 mmol/l but the cgm did not alert the patient. No additional patient or event information is available. Data was provided for evaluation but does not reflect full investigation window. Problem could not be confirmed. A root cause could not be determined.